Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetes ketoacidosis on (B)(6) 2020. Customer¿s blood glucose value was 130 mg/dl at the time of incident. Customer was treated with intravenous insulin drip in the hospital. Customer was using the insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.